Manufacturer narrative:
Additional information was received indicating there was no patient involvement and event date of (B)(6) 2019 was provided.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a chipped front housing and a damaged lens cover. During analysis, the customer's reported problem regarding "showed lec 1720 code" was able to be duplicated. Power up of the pump displayed lec 1720. Simulated use was able to download event log, power up the pump and read out the pump error log. The event log had service due alarms recorded (several service due alarms recorded) in history. 1720 error is power_backup_cap_failure. Service due is real time clock (rtc) clock battery preventive maintenance. Service will replace the backup capacitor and rtc clock battery to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an alarm "1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.